Event description:
The customer reported that an 840 ventilator had a blank display while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. Multiple attempts have been made to try to retrieve further info with no customer response. Covidien was not authorized to service the device.